Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is high. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to broken off end cap. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.